Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("apparently embedded right uterine wall") and device breakage ("remnants of the essure device were noticed that extended into cornu") in a 37 year-old female patient who had essure inserted (lot no: 12530959) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of musculoskeletal pain, parity 2 and multi gravida. Concurrent conditions were listed as right lower quadrant pain, perineal pain, swelling and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and device dislocation ("displaced essure device"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: more than one related surgery? No. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: findings: pelvis- right essure wire is noted extending 9 mm outside of the uterine wall. Impression: 1. The area of pain appears to the lateral to the right inguinal canal without demonstrated underlying abnormality. 2. Mildly enlarged lymph node in the inferior right inguinal canal, probably incidental. 3. Right essure wire is noted with protrusion through the uterine wall, probably incidental; on (B)(6) 2018: findings: pelvis: there is no retained essure device within the pelvis. Impression: no retained radiopaque foreign body identified. [Pathology test] on (B)(6) 2018: specimens: a) fallopian tube, right, essure coil from right fallopian tube. B) fallopian tube, left, partial left fallopian tube final diagnosis. A. Hardware, right fallopian tube (removal): intact essure coil (gross examination only). No fallopian tube included in the specimen. B. Left fallopian tube (partial excision): complete cross sections of non-fimbriated fallopian tube identified. Clinical information: pelvic pain gross description: part a is "essure coil from right fallopian tube" and consists of a 5.0 x 0.1 coil and metal wire with scant attached soft tissue. Part b is "partial left fallopian tube" and consists of a 2.0 x 0.5 om segment of nonfimbriate fallopian tube with focally roughened serosa and pinpoint lumen. Sections show no foreign material. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Event medical device removal is replaced with event device breakage, embedded device & device dislocation. Lot number, concomitant condition, medical history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("apparently embedded right uterine wall") and device breakage ("remnants of the essure device were noticed that extended into cornue") in a 37 year-old female patient who had essure inserted (lot no. 12530959) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of musculoskeletal pain, parity 2 and multi gravida. Concurrent conditions were listed as right lower quadrant pain, perineal pain, swelling and pelvic pain female. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2018. On unknown date she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion intervention required) and device dislocation ("displaced essure device"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2018: findings: pelvis- right essure wire is noted extending 9 mm outside of the uterine wall. Impression: 1. The area of pain appears to the lateral to the right inguinal canal without demonstrated underlying abnormality. 2. Mildly enlarged lymph node in the inferior right inguinal canal, probably incidental. 3. Right essure wire is noted with protrusion through the uterine wall, probably incidental; on (B)(6) 2018: findings: pelvis: there is no retained essure device within the pelvis. Impression: no retained radiopaque foreign body identified. [Pathology test] on (B)(6) 2018: specimens: a) fallopian tube, right, essure coil from right fallopian tube b) - fallopian tube, left, partial left fallopian tube final diagnosis a. Hardware, right fallopian tube (removal): -intact essure coil (gross examination only). -no fallopian tube included in the specimen. B. Left fallopian tube (partial excision): -complete cross sections of non-fimbriated fallopian tube identified. Clinical information: pelvic pain gross description: part a is "essure coil from right fallopian tube" and consists of a 5.0 x 0.1 coil and metal wire with scant attached soft tissue. Part b is "partial left fallopian tube" and consists of a 2.0 x 0.5 om segment of nonfimbriated fallopian tube with focally roughened serosa and pinpoint lumen. Sections show no foreign material. Lot number: 12530959 manufacture date: 2012-05 expiration date: 2015-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, 2011 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.